Event description:
Patient reported the plunger did not work. She missed a dose due to malfunction. Lot number and expiration date are unknown. Unknown if patient has product on hand. Spontaneous call. No additional information. Reported to (B)(6) by: patient/caregiver.